Manufacturer narrative:
Detailed product information was not provided to boston scientific. The lot number was asked by the initial reporter but was unknown by the account/customer. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the device broke requiring additional intervention. A 10x50 embold fibered was selected for use in a splenic embolization procedure. The vessel was moderately tortuous. During the procedure, it was noted that the coil was a little large. The device detached between the distal coupler and the coil during retraction. The proximal end of the coil stretched. Fragments of the stretched coil were left behind inside the patient. Once the physician saw the stretched coil, approximately an hour was spent trying to snare it out, but when it was snared, it would break apart. An angiogram revealed that the vessel was shut down; therefore, no further intervention was needed. There were no patient complications as a result of this event.